Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that when the patient got home tuesday, nov. 9th, from surgery they plugged in the new communicator to charge until yesterday. By the end of the day the communicator light was orange and it was not plugged in. Patient said the communicator went dead in less then a day. They plugged it in and charged it up and then got a message late last night "device not responding. Reposition communicator over device". When they attempted to connect it kind of shocked them in the rectum. The patient can feel the stimulator under the skin if palpated. Communicator was not plugged into recharging cord. Confirmed there was no electrical magnetic interference. Bluetooth light was solid blue. Confirmed patient had the communicator vertically with the blue side against the skin over the stimulator. Current settings were program 2 at 0.8v. Patient was concerned because they didn't feel the stimulation. It was explained the body does adapt to the stimulation. When asked if the patient wanted to have the communicator replaced since it wasn't holding a charge they said, since they are going to the doctor on november 23, and are going to monitor it to see if it continues to be a problem. Patient was advised to call patient services back if the communicator continues to cause problems.